Event description:
It was reported to philips that the system was unable to perform cine or fluoroscopy, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned (non-emergency) procedure, which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and found that system unable to perform cine or fluoroscopy. Analysis of the log file contained "point errors" malfunction. Upon troubleshooting, the fse found the power inverter (point) centray not working properly. To resolve the issue, the fse replaced the power inverter (point). The defective power inverter was returned to philips for failure analysis, and the cause of the power inverter failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the power inverter by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.